Manufacturer narrative:
(B)(4). Patient information was requested; age gender and weight were provided; patient ID and height were not available.

Event description:
The international customer reported that the display went black after approximately five minutes of use on a patient. There was no patient harm.